Manufacturer narrative:
Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the or on (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the 6.0mm ti polyaxial screw. This is 5 of 12 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a 6.0mm ti matrix polyaxial screw received assembled with following non-manufacturing nonconformities: the body has nicks and scratches on periphery and internal locking threads. The screw has nicks and scratches on the sd25 face with visual deformation to the form. There are indications of rod slippage on both sides of rod on the collet. All described nonconformities are post manufacturing. On collet, l1, r1 and raw material cannot be measured because product is damaged and assembled. Complaint is indeterminate from a manufacturing perspective. Manufacturing date 9/14/2012.

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.